Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When removing tibial checkpoint from tibial tuberosity, the checkpoint snapped off leaving part of the checkpoint in the patient. Tka.

Event description:
When removing tibial checkpoint from tibial tuberosity, the checkpoint snapped off leaving part of the checkpoint in the patient. Tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: when removing tibial checkpoint from tibial tuberosity, the checkpoint snapped off leaving part of the checkpoint in the patient. Tka. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w55806 and accepted on 12/14/2017. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111651, l/n w55806 shows 0 additional complaints under investigation related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.